Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 250 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. Symptoms reported include nausea, moody, unwell and tempered. The patient's ketone levels were at 4.5 mmol/l. The pod was removed at the hospital and the patient was treated for the high bg levels and ketones. Specific treatment information was not provided. The patient was discharged the next day.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This damage caused corrosion of the top battery. The device could however still be downloaded; no timeouts or drive stalls were observed in the data. The damaged soft cannula impacted insulin delivery.